Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem of failed downstream occlusion test was not reproduced. The device was tested for downstream occlusion detection and was able to properly detect a downstream occlusion. A review of the event history log (ehl) revealed multiple events of "downstream occlusion!" However the history log cannot be used to determine testing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream shim gap out of range. The downstream shim gap requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.